Event description:
It was reported that the patient was experiencing worsening pain despite reprogramming and that the pg was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing worsening pain despite reprogramming and that the ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.